Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap flowmeter was jumping from 8 liters per minute to 12 liters per minute and is very unstable. The customer does not know if there was any patient involvement with the reported issue.